Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on 05/18/2011. A companion sample was received for evaluation. The sample was submitted for a gravity test using methylene blue solution to check the function of the roller clamp and no abnormalities were observed. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4), a solution administration set that would not regulate correctly. According to the report, the roller clamp is either on a no flow position or in free flow position. It is very difficult to adjust the flow. The condition occurred during use on a patient. There was no patient injury or medical intervention associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.